Event description:
It was reported that "pt claims after her 2 hr warm up the g6 app told pt to pair a new tx". Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.¿

Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that transmitter failed error occurred. It was indicated, the patient started their transmitter past the "use by date", which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.